Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a steerable guide catheter (sgc) would not click into the stabilizer smoothly. It was noted that the physician required increased force to insert sgc into the stabilizer. A triclip xt was then advanced within the patient and successfully placed on the leaflets. After deployment, a single leaflet detachment (slda) occurred. A second triclip xt was selected and placed on the leaflet to stabilize the slda clip and further reduce the tr. Upon deployment, the second clip had an slda. The procedure was discontinued, the final tr remained at grade 5. There were no adverse patient sequela or clinically significant delays were reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and per the physician, the reported slda was due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.